Event description:
It was reported the bd vacutainer® edta 2k experienced molding defect sharp protrusion, and sample leakage during use. The following information was provided by the initial reporter: the customer stated "there was a stub on the gate of the tube. When removing it, blood started to leak." The tube lost its vacuum effect.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gate stub with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k experienced molding defect sharp protrusion, and sample leakage during use. The following information was provided by the initial reporter: the customer stated "there was a stub on the gate of the tube. When removing it, blood started to leak." The tube lost its vacuum effect.